Manufacturer narrative:
The device subject of the reported event is not available for return or evaluation. The medwatch # (B)(4) also indicated that the product was not available for evaluation. Without the return or evaluation of the tubing subject of the reported event, a root cause can not be determined. The device history record (DHR) for the subject lot was reviewed and no issues were noted. A complaint review considers this to be an isolated event. The instructions for use states, "drop the weighted tube into the sterile water bottle and firmly tighten the bottle cap to ensure a secure seal. Connect the backflow valve of endo smartcap tube to the co2 insufflator or co2 source tubing. Connect the distal tip of endo smartcap tubing to the gi endoscope with a firm pushing motion. Turn on the co2 insufflator. Prime the channel and test for air and water prior to insertion of gi endoscope. If the water pressure is low, ensure that the water bottle is tightly closed." A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4) that their endo smartcap tubing came apart after a few cases. No report of injury.